Manufacturer narrative:
Reported device not marketed in the u.s., however, similar devices or devices that share components, raw materials, process methods or other technological characteristics are registered within the u.s. K170661. If additional information becomes available a follow-up report will be submitted.

Event description:
It was reported an issue with novosyn quick suture. The client reported that the thread breaks at the crimping area during use. There were no consequences for the patient. Incriminated sample not preserved. New sample preserved. These threads broke during 3 operations with 3 different surgeons. The area of rupture was located at the crimping area. The incident was resolved by changing the batch. Patient consequences : increased risk of haemorrhage increased risk of infection suturing of the wound to be started again, resulting in a prolongation of the operation. Related cases: 3003639970-2021-00094 and 3003639970-2021-00095.

Manufacturer narrative:
Analysis and results: there are no previous complaints of this code batch of which we manufactured and distributed in the market 6,228 units. There are no units in stock in b. Braun surgical's warehouse. We have received 20 closed samples. Tightness test to the closed samples received has been performed and the units are tight. We have tested the needle attachment strength of the closed samples received and the results fulfill the requirements of the european pharmacopoeia (ep): 0.89 kgf in average and 0.67 kgf in minimum (ep requirements: 0.46 kgf in average and 0.23 kgf in minimum). Reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfill usp/ep and b. Braun surgical requirements. Final conclusion: although the results of the samples received fulfil the specifications of european pharmacopoeia/ b. Braun surgical specifications, we take note of this incidence in order to assess if new or additional actions are needed. The case is considered not confirmed by evidence of the samples received. We regret any inconvenience this issue may have caused and thank you for your collaboration. Actions on product distributed of this reference/batch: based on the conclusion derived from investigation, it is not required to make actions in distributed product. Corrective/preventive actions: according to our internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future.